Event description:
After successful deployment of the stent in the right sfa, resistance was felt upon withdrawal of the precise catheter. Once the resistance was felt, the user decided to remove the wire and precise together as a unit. Upon withdrawal, it was noted that the distal tip and a portion of the guidewire lumen of the precise had separated from the catheter, remaining on the guidewire. There was no report of patient injury, and nothing remained in the patient. A contralateral approach was used, and the lesion had been pre-dilated with a 4x10 powerflex balloon. The product is available for evaluation and testing: however, it has not been received to date.